Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrs1 ipg, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead appeared fractured on an x-ray. The rv lead was capped and replaced. It was also reported that the patient displayed a lack of energy due to the lead fracture. No further patient complications have been reported as a result of this event.